Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies were failed. A field service engineer (fse) reseated all connections and applied stability to the connectors on the previous visit, but the issue remained unresolved. Fse then replaced the drawer and module controller to resolve the issue. Fse also stated that if any issue persist the entire drawer would be replaced. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies were failed and shows required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.